Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: during investigation, the pump was powered on with normal auditory and vibration but the display was found to be blank. Moisture was observed behind the display screen. A leak test was performed and a leak was identified in the display lens. The pump cover was opened and moisture corrosion was found on the display screen flex and continuous glucose monitoring module.